Event description:
The patient had a magnetic resonance imaging. Afterward, she experienced a loss of therapeutic effect. Stimulation was weaker in her legs, where it was needed. She felt stimulation in her tailbone. The patient had been in contact with her hcp. The field representative had been notified of the situation. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.